Manufacturer narrative:
(B)(4). The lot number was not provided; therefore a batch review cannot be conducted. The sample was discarded. Should additional information become available, a follow up MDR will be sent.

Event description:
A home patient (hp) contacted (B)(4) regarding a system error 2367 (se) that occurred on the homechoice (hc) machine during dwell 4 of 5. The hp stated there was a se 2240 alarm 2240 that proceeded the se 2367. (B)(4) explained the se 2240 alarm indicates air was detected in the set up. (B)(4) assisted the hp to cycle power to clear the alarm. The hp stated the therapy would be completed with manual supplies. There was no adverse symptoms or medical intervention reported.

Manufacturer narrative:
(B)(4). This complaint for the system error 2240 (air in line) occurred during dwell 4/5 was not confirmed. The root cause of the complaint was not determined. The lot number is unknown, therefore a batch review was not performed. Baxter will continue to monitor similar reports to determine if further actions are required.